Manufacturer narrative:
Product ID: 8840, product type: programmer. Physician product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that a bridge bolus had been incorrectly performed. The primary drug in the pump was hydromorphone, but the patient was only having his concentration of clonidine changed. However, the bridge bolus was programmed using the old dosage of hydromorphone, 2.9088mg, instead of the correct dosage, 6.995mg. About ten hours after the bridge bolus, the patient began having increased pain. The three drugs used in this system were hydromorphone, clonidine, and baclofen. Eighteen days later, it was reported that the patient was doing "well." He had come back into the clinic and his pump was set to the correct dose. The patient's pain resolved and no further problems occurred.

Manufacturer narrative:
(B)(4).